Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen was partially unresponsive, with the top half not registering inputs while the bottom half functioned, consistent with an unresponsive key/button and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen behavior, consistent with a device key/button unresponsive issue involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.